Manufacturer narrative:
"The sample associated to this report was received and the reported customer fault could not be confirmed as manufacturing related defect. The reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action. Information has been added to the database and complaint trends will continue to be monitored. (B)(4).

Manufacturer narrative:
Covidien reference: (B)(4). One endobronchial tube was returned for investigation. Visual inspection was performed, and no anomalies were observed. Inflation and deflation tests were performed, and no issues were noted when the stylet was removed. The customer reported complaint was not confirmed, as the product was functioning as intended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during prior to use testing, the physician observed that the endobronchial tube cuff failed to completely deflate. There was no patient involvement.